Event description:
It was reported that the abutment screw fractured. The implant remains placed without any damage.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. The head of the screw was completely broken off. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The abutment screw was placed on (B)(6) 2014.